Event description:
Procedure type: breast reconstruction. According to the reporter: sutures were causing a red irritation to the areola. Pt developed small, open skin wounds around the areola, where the sutures were used. This occurred 4-6 weeks postoperatively. Topical antibiotic ointment was prescribed.

Manufacturer narrative:
(B)(4).